Event description:
During a "dvr", the above-mentioned valved-graft was implanted. Intraoperatively, the surgeon was unable to control the bleeding around the graft. The pt was closed and left the o.r.. However, the pt died three hours later. According to the info received, the surgeon used a large amount of "patches" to help control the bleeding. Add'l info is being forwarded.